Manufacturer narrative:
(B)(4). Received from # mw5077199. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. How was the device removed from the patient? Did the jaws eventually open? How was the procedure completed? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? What surgical procedure was being performed? Is the device available for return? If yes, please provide the contact name, address, and phone number to send a shipper kit.

Event description:
It was reported that during an unknown procedure; ¿echelon 45 malfunctioned, did not release after firing while attached to colon.¿ no additional information was provided. There were no patient consequences reported.